Manufacturer narrative:
The reported events of high pacing impedance and no capture were not confirmed. As received, a complete lead was returned in one piece for analysis. Analysis was normal. No anomalies were found.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for device upgrade procedure. During implant the new left ventricular lead exhibited high pacing impedance and loss of capture. No abnormal anatomy was observed under fluoroscopy or in patient history. The physician elected to explant the lead and complete the procedure. On (B)(6) 2021, the patient was upgraded to an epicardial lead. Patient condition was stable before, during, and after both procedures.